Event description:
Information was received from the patient reporting that she was checked by a nurse and told she had low oxygen levels. She then went to the hospital and was told that her oxygenation was fine. The patient is wondering if the vns caused the hypoxia. Attempts for further information have been made; no additional relevant information has been received to date.

Event description:
Information was received from the physician that the after seeing the patient, it was confirmed that the patient never experienced hypoxia, and the physician stated that there was no reason to suspect that there was any event occurring that was related to the vns. No additional relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: supplemental report #01 inadvertently did not include settings and diagnostics from (B)(6) 2020.